Manufacturer narrative:
Device has been pulled from use. Biomed tried to get the log files, but got "export failed" code 9950. Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: biomed reports that g5 shut down while venting a patient. No alarms or tech faults. Patient bagged and moved to a different vent.

Event description:
Hamilton medical ag received the following incident description: biomed reports that g5 shut down while venting a patient. No alarms or tech faults. Patient bagged and moved to a different vent.

Manufacturer narrative:
Device has been pulled from use. Biomed tried to get the log files, but got "export failed" code 9950. Investigation is ongoing.